Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw 3.18e. Unit not received stuck in manufacturing mode. No belt clip received with unit. Unit received with broken off battery cap heat stake posts. No cracks on lcd window, however deep scratches on lcd window noted. Unit received with scratched casing, pillowing keypad overlay, stained keypad overlay buttons, corrosion in battery tube and corrosion on battery cap contact.